Event description:
A nurse was attending to a patient receiving patient controlled analgesia (pca) pump-delivered dilaudid, when she accessed the patient history display on the pump control unit. She noted and recorded into the patient record the total drug delivered, which she believed indicated that the pump had not delivered the intended volume of drug. The guardrails library-selected bolus intended for delivery with each patient bolus request was 15mg. On consecutive queries of the patient history, the nurse found that the displayed "total demands" and the "delivered" number of boluses did not agree with the "total drug" delivered. While the nurse was not aware of this happening, a review of the pump event log revealed that on one occasion, she had accessed the patient history while the pca was in the middle of delivering a patient requested bolus. At that moment, the history display registered the current bolus in its count of "delivered" boluses, while the cumulative "total drug" delivered reflected the fact that only a portion of the 15mg expected to be associated with that bolus had been delivered. After recording the partial bolus, she cleared the history with a portion of the current bolus still not having been delivered. Clearing the history during a bolus zeros the "total demands" and "delivered" fields but leaves the milligrams associated with the remainder of the bolus to be added to the "total drug" displayed in the patient history for future requested boluses. This resulted in more confusion regarding how much drug was being administered with each pca generated request when the nurse next accessed the patient history.======================manufacturer response for patient controlled analgesia pump, alaris (per site reporter).======================the manufacturer hasn't had time to investigate as yet.